Event description:
It was reported that patient had persistent pain after revision surgery and an injection intro the trochanteric bursa was given to relief the pain. Also, xrays were done to diagnose the reason of the pain but nothing abnormal was found.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and based on the surgeon¿s statement, ¿there are no obvious signs of loosening. The patient¿s pain is consistent with trochanteric bursitis¿. Since this patient only experienced a 50% relief of pain, this issue is ongoing therefore, the future impact to the patient cannot be determined. No further clinical medical investigation is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.